Manufacturer narrative:
Result: faulty foot right load cell assembly and damaged motion interrupt pan.

Event description:
It was reported by service report that the scale is not working, and the motion interrupt pan was damaged. No pt involvement or adverse consequences were reported.